Manufacturer narrative:
Product analysis as found condition: two onyx viles 34 and 18 were returned for analysis within a shipping box, inside of a resealable plastic bag, and inside of another plastic bag. Damage location details: the onyx 34 and onyx 18 vials were returned with the aluminum cap tabs removed and their rubber stopper punctured. The contents of the vials were primarily found to be consumed within both vials. No other anomalies were observed. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿premature solidification¿ report could not be confirmed. A few failures for premature solidification to occurred are but not limited to accidental or inadvertent contact between onyx solution and blood, saline, or contrast solution. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. However, the cause could not be determined. The catheter used in the procedure was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the liquid embolic agent was implanted in the middle meningeal artery (mma).

Manufacturer narrative:
B5: additional information received; h6: remaining product returned, analysis pending medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the exact location of where onyx was embedded has not been confirmed as the images could not be obtained for review.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that onyx prematurely solidified. It was reported that catheter used the deflector, and at the start of injection of the onyx 34 from the oa, it became clogged and burst before the onyx came out from the tip. When a greach catheter was used again from another branch and the onyx 18 was injected, an onyx lump appeared when about 0.12 ml was embolized; it was clogged and could not be injected again, so the catheter was removed. The empty space of the delivery catheter had been filled with dmso. There was an interruption of 30 seconds during the infusion of onyx. The injection speed was as recommended per the package insert. The injection duration the first time was 19 seconds, and the second time was 7 minutes and 20 seconds. The event was said to be not associated with the patient. Additional information was received stating that the lesion was a dural arteriovenous fistula (davf) of the transverse sinus. Vessel tortuosity was reported as normal. During the procedure, access was made from the occipital artery (oa), but onyx became embedded partway because it did not reach the shunt point; the exact location will be confirmed at a later date (scheduled for on (B)(6). After the catheter burst occurred, it was re-inserted before solidification and advanced to the deeper shunt point, where a second onyx embolization was performed. A third embolization was then carried out from a different branch, and the treatment was successfully completed. The cause of the event is unknown. The catheter that burst was not a medtronic product.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient is currently asymptomatic.